Event description:
It was reported that during a coronary stent procedure, the physician encountered resistance advancing the stent delivery system. The stent was positioned and the physician experienced inflation difficulties. The balloon ruptured at 25 atm's (rbp=14 atm) and the shaft broke, however, the stent was successfully deployed. All pieces were retrieved with a snare. Pt status is listed as "okay".